Event description:
The customer reported that the system had blown a fuse. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The power supply and transformer need to be replaced, but the customer declined to have the service representative fix the system at this time. No conclusion can be drawn as no additional service information is provided.